Manufacturer narrative:
Additional information is in the attachment section.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event was reported via medsun uf/importer report # (B)(4) and involved an extension set, 15 inch, 1.2 micron filter, clave(tm) y-site, secure lock. The date of event was an unknown date in may 2025; 1st may 2025 has been used as a placeholder. The customer reported that a peripherally inserted central catheter (PICC) line was disconnected, and it was found that the tubing was severed at the micron filter site. There was patient involvement, but harm was not reported as a consequence of this event.